Event description:
Nurse used vacutainer ultratouch push button device to draw blood from a patient. Nurse reports using device as instructional video directed, however, when pushing the button to retract the needle, blood splashed back onto the nurses gloves.